Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error alert. Customer stated that insulin pump buttons was not working. Customer stated that they put the insulin pump for reset for 2 hours and inserted new battery but buttons was not working. Customer stated that insulin pump had multiple pump error alarms in history. No harm requiring medical intervention was reported. The device will not be returned for analysis.